Manufacturer narrative:
The leads were also thoroughly analyzed. The corox otw-s was separated 75 cm proximal of the tip electrode. The returned distal fragment was severely stretched in its length. At about 50 cm proximal of the tip electrode, the lead body was severely deformed. In this section, the helices showed a conductor fracture. This determined damage manifestation confirms the clinical observation of a lead fracture that was mentioned in the complaint. The observed damage manifestation requires excessive pressure stress on the lead body. The characteristics and position of the damages structure of the lead body lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. The inspection of the linox sd showed damage to the insulation due to fraying at 26 cm distal of the is-1 connector pin, probably caused by friction at an adjacent lead. This suspicion was confirmed by compatible signs of abrasion on a lead fragment of a competitor that was included in the shipment. This third-party lead was also implanted.

Event description:
After an estimated implantation time of 94 months, a suspected lead fracture of the lv lead was reported. The lead was explanted and returned to biotronik for analysis. No worsening of the patient's state of health was reported. The implant date was not provided. After the analysis was completed, it was decided this lead also needed to be reported.